Event description:
Patient was having a mahurker placed for access and during procedure, guidewire broke off and a portion remained in patient's vein. Interventional radiology procedure required to remove the remnant of the guidewire remaining.